Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD), implanted for 9.9 months, reached a battery status indicator of middle of life (mol2). A healthcare professional stated that device was at mol1 in january with monitoring voltage of 2.93 v and a charge time of 11.5 sec. Currently, the device is at mol2 with mv of 2.58 v and charge time of 13.6 sec. The healthcare professional stated that device is programmed at 2.4 v and 0.6 ms in both the atrium (a) and ventricle (v). The a is paced 28% and v is paced 88%. The device was explanted and replaced with another guidant ICD. The pt and healthcare professional expressed dissatisfaction with regard to device longevity. The device was returned for analysis. Guidant received additional information that this patient is involved in litigation against guidant regarding the premature battery depletion.